Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The clip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda) and the leaflet damage. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat functional mitral regurgitation (mr) with a grade of 4. Two clips were implanted reducing mr to 2. On unspecified day in (B)(6) 2019, during a follow up visit, the patient had shortness of breath. It was found that the mr had increased to 4 and one clip had detached from the anterior leaflet and remained attached to the posterior leaflet (slda). The anterior leaflet appeared to be torn. No further treatment has been performed. No additional information was provided.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number was not reported. All available information was investigated and a definitive cause for the leaflet damage and single leaflet device attachment (slda) in this incident could not be determined. The reported dyspnea and mitral regurgitation (mr) appear to be cascading effects of the sdla. The reported patient effects of dyspnea, mitral valve tissue damage and mitral regurgitation are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.